Event description:
It was reported that "the device was inspectged before use and was found to be in perfect condition. Aprox. 2/3 of the way through the lap chole, a smalll piece of the distal end of the cannula was noted on the surface of the liver. It was retrieved. The procedure was completed. There was no harm to the patient and the procedure was not altered. The cunnula was not removed prematurely or replaced.